Manufacturer narrative:
Incident device was returned for eval in two sections. The et tube and pilot balloon were evaluated and there was no evidence of leakage through the entire system. No add'l info is available at this time. A follow-up report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.

Event description:
Kimberly clark rec'd a complaint indicating that "the microcuff would not stay inflated in pt's trachea. The eet was removed and the pt was reintubated." There were no reports of serious injury to the pt. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).